Manufacturer narrative:
Other applicable components are: product ID: 37603, serial #: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s wife had called in and stated that their husband had their dbs battery replaced yesterday. The caller indicated that the replacement was because one side ¿depleted really fast.¿ the caller explained that last week it showed the voltage level at one point to be 2.63v, and then 3 days later it showed 2.53v. The caller stated that it looked like the battery level was ¿unstable¿ because the voltage level was coming down ¿really fast.¿ the caller stated that the other side was slow to deplete (no allegation made against it), but since the patient had dbs on both sides they decided to replace both with rechargeable dbs implants. The caller stated that it was the 5th year to have the dbs implant for the patient. The caller stated their reason for calling was because the patient wanted longevity for their new rechargeable dbs implants. Information was reviewed with the patient. There were no further complications reported.

Event description:
Additional information was received: it was reported that the cause of the ins quickly losing voltage was not determined. The patient's battery replacement was the action taken to resolve the issue and the issue was resolved. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.